Event description:
It was reported that during service and evaluation, it was determined that the tip of the vapr clplse90 electrode w hand cntrls device had foreign matter, presumably biological matter. It was reported in the service order that the device displayed an alert when connected. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed the overall device surface with signs of usage. Additionally, the tip had foreign matter, presumably biological matter. No other anomalies were noted. A functional test was performed by activation of the device, the device was connected to a test generator. The ablation function and the coagulation function were activated several times in their maximum power (cp 380 for ablation and cp 160 for coagulation) for one minute each test, and they did not work as intended for both buttons activation. The device will be sent to the manufacturer for further analysis. The supplier performed an evaluation with the following results: device received in its original packaging. The tip was used, with significant residue in and around the active tip, within the suction hole, on the ceramic around the tip, and sections of the return clip. The handle, cable and plug were in good condition. There were no ncrs or deviations raised during the manufacturing process of this device. The customer reported that ¿the device alerted when connected.¿ note: it is uncertain what this error pertains to with no further details available. The device, as received, passed electrical tests, however failed to operate using the handswitch controls (blue or black buttons) except for the ablation (yellow button). Handle halves were opened to allow inspection of the button assembly and wiring. Internal inspection showed saline ingress on the switch pcb which could cause a "stuck button" error if the device is removed and then reinserted into the generator or continuous activation could occur when no buttons are pressed. The engineer concluded that the saline has gotten under the switch membrane and shorted out the switches, as there are also signs of saline inside the top and bottom handle. A further pressure test was undertaken to test for a leakage in the suction path, but it found no leak. We are unable to determine the root cause for the saline ingress. Due to an increase of complaints reported for this device which include observations of saline ingress into the handle and on switch components, a CAPA has been raised to investigate the issue. The complaint may have been related to this, and so is substantiated. The overall complaint was confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have contributed to the complained issue. Based on the investigation findings, the potential cause is undetermined. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.